Event description:
It was reported that alerts had been generated for right ventricular (rv) intrinsic amplitude out of range and minute ventilation (mv) sensor disabled by the signal artifact monitor (sam) device diagnostic. Review of the sam episodes identified noise on the rv channel with rv pacing impedance greater than 3000 ohms on rv ring to device vector. Stored non-sustained ventricular tachycardia (nsvt) were identified and there were no further stored noise episodes identified. The accelerometer remained programmed on for rate responsive pacing support. Programming needs to be performed in the office with a programmer in order to re-enable the mv sensor. The clinical observations were communicated to the patient's clinic. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.